Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following stent implantation, a 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, due to resistance and calcification, the shaft broke. The procedure was completed with another of the same balloon. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR:: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 21.8cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Product analysis confirmed the reported break as there was separation to the device. ---------------------------------------------------- d4: lot number updated from 0029796468 to 0028712936.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following stent implantation, a 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, due to resistance and calcification, the shaft broke. The procedure was completed with another of the same balloon. There were no patient complications reported and patient status was stable.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following stent implantation, a 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, due to resistance and calcification, the shaft broke. The procedure was completed with another of the same balloon. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
D4: lot number updated from 0029796468 to 0028712936.